Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge. Tandem technical supported educated the customer to always ensure any gaps/air bubbles are removed from the cartridge and tubing and drops are observed at the end of the tubing when they complete the fill tubing step. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.